Event description:
It was reported to target that during a procedure, when the physician tried to infuse contour particles through the microcatheter, the distal part of the fastracker-18 ballooned. There were no complications nor additional interventions for the pt as a result of this incident.